Event description:
Caller indicated the relion prime meter was reading high. At 5:50pm patient got reading of 176 so took a dose of glucozide. He did not feel very good and thought he needed to eat, but meter said 176 so he took medicine instead of eating. He then went to bed and at 10:08pm was not feeling well so took a reading and it said 67. He was having symptoms of low blood sugar; agitated, sweating and confused. He ate some honey and then rechecked his sugar about 15 min later and meter read 76. He then ate some peanut butter and started feeling better. Customer feels meter was reading about 30 points higher than he actually was and he would not have taken any medication and crashed if it was reading correctly. He stated that he could have died. He feels that when meter read 67 that he was really 37. Technique and storage are good. Customer took meter to a diabetes educator to see if she could check it out and she refused. Said she has a lot of clients come in with prime meters and they are all having trouble with them and they are no good and they should change meters. Customer does not want a replacement meter so will be sending back for refund.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.